Event description:
This ra lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2016 due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).